Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high pacing lead impedance greater than 2,500 ohms and noise that was reproducible with isometrics. The noise was oversensed but did not lead to inappropriate shocks or pacing inhibition. It was also noted that the r-waves had decreased and there were elevated threshold measurements on the other manufacturer's rv lead and another manufacturer's left ventricular (lv) lead. This device was explanted and replaced. The status of the leads remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.